Event description:
It was reported that the patient underwent hysterectomy with pelvic lymph node dissection on (B)(6) 2014 and suture was used. During the procedure, the needle broke while suturing the vagina. Visual inspection was performed and the needle piece was not retrieved. It is suspected that a needle piece has been retained in the patient tissue. The procedure was completed successfully. No additional information has been provided.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Visual inspection revealed a fracture at the needle point. Several marks of instrument were found at the break point, which indicates that the needle was handled there and in the attachment area. There are no signs of manufacturing defects found on the needle. The device information for use cautions the user that "to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point."

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.